Event description:
It was reported that the user experienced low blood glucose in the morning associated with nighttime hypoglycemia, with a documented glucose value of 70 mg/dl that was treated with oral glucose (coca-cola), and no symptoms were reported. Symptoms included no reported clinical manifestations consistent with asymptomatic hypoglycemia. Outcomes included successful on-site correction of glucose with no hospitalization. Investigation included customer troubleshooting and education regarding hypoglycemia management. Investigation of this case revealed that the cause of the hypoglycemia was unclear, and no device malfunction or component issue was identified. It was concluded, based on previously established findings for similar reports, that the cause was undetermined. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.